Event description:
The hospital reported that silicone tips became separated on vasoview hemopro 2 wand during branch ligation phase of evh. They noticed metal filament was loose during ligation phase of the harvest. Upon withdrawing the device, the silicone covering was found to be peeled off but still attached. Nothing was left in the patient based on visual inspection. Another vh-4000 was used to complete the procedure without further incident. Upon removing the surgical drapes at the conclusion of the CABG, a 10x6 mm area of white skin discoloration was discovered on the medial aspect of the thigh. The injury was not blanchable upon inspection but did blister by the time of discharge on pod 4. Harvester stated that the vein was superficial and spot cautery was used extensively along the walls of the evh tunnel. The patient experienced a 2nd degree burn, the skin was white in appearance at the conclusion of the case. The injury blistered prior to discharge. They applied local wound care to the injury without any special intervention. There was no procedural delay. The patient is in stable condition.

Manufacturer narrative:
Tw# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The lot # 3000462059 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.